Event description:
The customer reported the pt/paddles connector is unstable and there is significant (paddles ECG) noise/artifact. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the pt/paddles connector is unstable and there is significant (paddles ECG) noise/artifact. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.